Event description:
Conversion surgery was scheduled due to persistent pain. Pt's femoral component was found to be loose and was converted to a bi-compartmental femoral component. Conversion was uneventful. Review of the device history record indicated that the device was manufactured to specifications.

Manufacturer narrative:
Product was not returned for evaluation. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated. Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or additional info received, the investigation may be re-opened.